Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 with a blood glucose of 875 mg/dl. Customer had an unexplained high blood glucose. Customer stated that she was nauseous, had dry mouth, and stated that she was chill. Customer stated that she had a cold that week and she also had diabetic ketoacidosis at that time of the incident. Customer was treated with an IV drip on hospital insulin. Customer was wearing the pump at the time of the hospitalization. Customer stayed 3 days at the hospital and stated that she had ketones. Customer stated that she could not get her sugar down. Customer also reported that she had a blood glucose of 459 mg/dl and had treated with a shot.